Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on fractured forearm, the suture start to untie while cleaning the skin after su turing. They removed the suture and used another suture to resolve the issue. There was no patient injury.